Event description:
It was reported that the customer received a compromised force sensor system alarm when trying to prime the insulin pump. The customer's blood glucose was 90 mg/dl. The customer stated that the insulin was squirting out during the manual prime process. Advised customer to discontinue use of the pump and to revert to back-up plan per healthcare provider's instructions. Explained that a possible cause of the alarm was that during seating, the force sensor did not detect the reservoir. Advised that that customer's pump will need to be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)